Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was foreign material clogging the auxiliary/jet channel. The material remained clogging the channel after reprocessing. Dirty water dropped out the channel after reprocessing. In addition, it was observed that the distal end cover (c-cover) had a scratch and the distal end rubber coating (a-rubber) glue was scratched. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Device was returned by customer for evaluation and repair of the issue of forceps/instrument channel malfunction observed during preparation for use. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the auxiliary/jet channel. The material remained clogging the channel after reprocessing. Dirty water dropped out the channel after reprocessing. This medwatch is being submitted for the reportable issue of foreign material clogging the auxiliary/jet channel as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material which was clogging the auxiliary/jet channel. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the foreign material was not removed during reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel:the auxiliary water channel must be flushed either manually or using an olympus flushing pump¿ olympus will continue to monitor field performance for this device.